Event description:
It was reported that customer experienced keypad anomaly even after battery change. It was reported that only the down arrow button was responding. It was also reported that insulin pump received an unexpected restart alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.